Event description:
Approx 3:30 pm on friday, 6/12/98 source drew up 1cc of hepatitis b vaccine into a 3cc 22g 1" syringe for pt. While tapping the syringe barrel, the hepatitis b vaccine exited syringe into her right eye. She immediately rinsed her eye. That evening she experienced constant tearing and a yellow haze in the right eye. These symptoms along with hives, facial swelling and headache continued through monday 6/15. On monday she visited md and was given medication as antidote and for relief of symptoms.